Event description:
It was reported that the smoke evacuator was working intermittently during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
The field service technician tested all functions with no problems. The technician checked the membrane switch for possible problems but was not able to duplicate the complaint. The unit was returned to service.